Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The pulse generator exhibited diagnostics anomaly. After a firmware download, the device resumed normal function.